Manufacturer narrative:
Date of event is an unknown date in 2020. This report is for an unknown pfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for femoral trochanteric fractures using the proximal femoral nail antirotation (pfna) system. Position and length of the blade were acceptable levels, and reduction was good. On (B)(6) 2020, the patient was sent to the hospital where cut-out was confirmed to have occurred via x-ray. On (B)(6) 2020, the patient underwent reoperation, in which the pfna implants were removed and revision for artificial head was performed. Removal of the blade was successful. However, because the blade had been seated in the patient¿s soft tissue, it took more time to connect the removal screw with the blade. The surgeon commented that direct cause of the cut-out is unknown, but it may possibly be the patient¿s bone quality. The patient also had a poor reaction to anesthesia. Procedure was completed with forty (40) minutes surgical delay. Concomitant devices: pfna nail (part: unknown, lot: unknown, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown pfna blade. This is report 1 of 1 for (B)(4).